Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual examination concludes that the returned device is fractured, where all the pieces are not returned and has some type of cosmetic damage like nicks, gouges, dents, scratches. This device is used for treatment. It was reported that the complaint was confirmed. It was considered that the device was conforming when it left zimmer biomet. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is thus considered to be a previously addressed design issue.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke and pieces remain missing. However, it is unknown at this time when or how the device broke.